Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. Additional information has been requested and is not currently available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp-(B)(4)..

Event description:
It was reported in a journal article that 167 (173 hips) patients underwent primary tha between january 1993 and june 1994. The patients had a m.e. Müller (mem) prosthesis with 12/14 taper with 28mm-diameter protasul head (111 patients) or biolox head (62 patients). There were three different neck lengths. The cup was pe insert of sulene (probably original m.e: müller low profile cups) with outer diameter ranged from 42 mm to 64 mm. One patient was implanted with muller cup - stem and after 19 years (exact date unknown) in-situ underwent medical intervention to treat vancouver c fracture with plate osteosynthesis. (Journal article: the müller self-locking cemented total hip prosthesis with polyethylene liner: after twenty years, what did they become? - roger erivan, guillaume villatte, youcef reda khelif, bruno pereira, myriam galvin, stéphane descamps, stéphane boisgard)

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article "the müller self-locking cemented total hip prosthesis with polyethylene liner: after twenty years, what did they become?" That one patient was implanted with a muller stem and underwent medical intervention to treat vancouver c fracture with a plate osteosynthesis after 19 years in situ. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: no product documentation was reviewed for investigation root cause analysis: peri-operative bone fracture can not be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issue reported are listed in the dfmea . Conclusion summary: neither x-rays, operative notes, office visit notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. As the surgical procedure was not shared, it is unknown, whether the surgeon followed the instructions for implantation given in the surgical technique. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp(B)(4).